Event description:
In 1999, nephrostomy tube and double-j urethral stent were successfully passed with excellent flow of clear urine. A kidneys, ureters, bladder (abdominal x-ray) following the procedure revealed that the upper coil on the double-j had been severed from the main shaft of the catheter and was in the pelvis. After another percutaneous nephrostomy tube placement, multiple attempts at removal of the double-j fragments were unsuccessful. The pt underwent cystourethroscopy, removal of left double-j catheter, ureteroscopy and placement of double-j catheter and percutaneous nephrostogram with removal of catheter fragment. In 1999, nephrostomy tube was removed. The pt was discharged with plans for cystoscopic removal of double-j catheter. Double-j catheter was removed at another hospital.